Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide catheter and sds were removed interaction with the guide catheter resulting in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x12 mm xience alpine stent delivery system (sds) was inserted to treat the very calcified and tortuous left circumflex coronary artery. When the sds was in the guide catheter, the guide catheter was removed to replace it for better support when the xience alpine stent dislodged from the sds in the aorta. The same 3.5x12 mm xience alpine sds balloon was used to deploy the stent in the unintended, non-target left main coronary artery. Another xience alpine stent was used to complete the procedure. No additional information was provided.